Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable resulting in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.